Manufacturer narrative:
Updated fields: h2 and h11. Additional information: the vessel sealer logs for this procedure were reviewed: this vessel sealer extend (vse) instrument involved with the event was installed 4 times and passed homing 4 times. The logs show 44 cut complete events, 2 jaw angle open events, and 1 each of cut failed, blade recovery, blade dwell recovery and blade jammed events, indicating there was likely an issue with the cut performance and blade exposure. The e-100 generator logs show 124 seal events with no errors. The instrument was used for about 38 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, even after being cleaned, the vessel sealer extend (vse) instrument did not work as well and a backup was opened. No fragment fell into the patient. The procedure was completed as planned. It was reported that the vse instrument worked for an hour or two, then started having issues applying energy and cutting. The customer reported that this event involved the vse instrument experiencing delayed sealing, insufficient sealing, and cutting issues. The customer specified that tissue would stick to the vse instrument and become ripped and the vessel bled when the vse jaws were opened. No errors were received during this event. The "sealing in progress" and "seal completed" tones were both heard as expected while using the vse instrument; however, the customer stated that they cut tissue that was not fully sealed. The customer said when these events occur, they have sutured, applied clips, and used other vse instruments to control the bleeding. No images or videos were taken of this event.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was analyzed and found to fail the cut test based on log review and during in-house testing. The instrument blade was extended by articulating the input. A visual inspection displayed no damage to the blade or blade cable. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement test. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was tested and failed the cut test on 2of 3 attempts. One attempt, the cut was clean and free of tears and/or jagged edges. On the other two attempts, the instrument failed to cut. The instrument was found to have a dislodged blade based on a log review. Visual inspection found the blade was not exposed. There was significant bio debris found at the instrument tip. The instrument blade retracted with no issues.

Event description:
Refer to h11 for follow-up information.